Event description:
The pt had recovered from their prior hernia surgery w/o incident. Shortly thereafter, they presented with a seroma so the doctor placed drains which produced clear serous fluid drainage. The pt presented in early (B)(6) with a draining abdominal wound sinus and was having green bowel movements. A CT scan was done that identified a small bowel fistula. The doctor re-operated and found the small bowel and omentum around the area of fistulization covered by a thin fibrotic layer of tissue. The small bowel had a 2 mm hole in it. The small bowel was not adherent to the xb mesh. The xb mesh was removed w/o incident. The doctor left the abdomen open overnight and repaired the abdominal wall with vicryl mesh the next day.